Event description:
Pt in surgery for left carotid endarterectomy, had hernia repair earlier in day and noted later to have acute occlusion left internal carotid artery with transient ischemic attack. Blood pressure reading during the endarterectomy case ranged from 198 to 142 systolic. During recovery room period, bp arterial line pressure ranged 172-140 systolic and cuff pressure when taken varied, noted 30-40 degrees difference. During night shift, nursing noted arterial line pressure was fluctuating above and below cuff pressure. Dopamine drip being adjusted during that time period. Neuro status appears changed since surgery.(post endarterectomy stroke left hemisphere). Unk at this time if status change is related to the varying bp.